Event description:
Rec'd phone call from reporter/coordinator reporting that she was scheduling for annual f/u visit and learned that the user had died of urosepsis in 2005 due to refusing treatment. Coordinator will try to determine if the pt's device was functioning at the time. Coordinator states that with treatment the pt would have most likely recovered.